Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n427900, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported the patient¿s pump was flipping. It was noted this all started (B)(6) 2014 and the patient had to go to three different emergency rooms (ers). The manufacturer representative (rep) came and checked the pump and nothing was wrong with the pump and the healthcare provider (hcp) said ¿it was fine/normal.¿ it was noted no one would believe the patient and it was believed the catheter had kinked because since this began she experienced moments where she would get pain relief then did not have any. The patient¿s blood pressure and heart rate were through the roof. The patient had been in for a refill since this issue began and ¿they can just flip it back to get the refill port facing the front.¿ it was also reported it ¿rolls around and turns 360¿ every time she put on a seatbelt or stood up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
This event was also reported under manufacturer report #3004209178-2014-21923 [a healthcare professional (hcp) reported that it was the first time seeing the patient for consultation, and the patient reported that the pump was not attached and it was ¿dangling.¿ they wanted to know if the pump should be moving around. The patient stated that if the pump was moving around, the medication was being pumped into their cavity and it could be fatal. The patient went to the emergency room in august, but they did not know what to do so they had not done anything since then. The pump contained dilaudid.]. It had also been reported the patient had told the nurse that it needed to be replaced stat. Any additional information received will be reported under this manufacturer report number [#3004209178-2014-16146] additional information received reported the patient¿s pump had become disconnected from her abdomen. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the pump was malfunctioning. The patient felt that the pump was alternating between giving too much and not enough medication. The pump was read and no problem was found. The health care provider noted that the patient had a significant psychological history and thought that the issue may be psych related. The drugs in the pump were thought to be dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).